Manufacturer narrative:
The one touch ping pump has been returned and evaluated by product analysis on (B)(4) 2013. The evaluation resulted in the following findings: investigation revealed a primary finding of corrosion in the battery compartment, as well as a cracked battery compartment, and a leak originating from the crack . A secondary issue of an unidentified display failure was found; the display is faded, discolored, and difficult to read.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump has undergone intermittent power loss. In addition, a crack was observed on the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.